Event description:
Per the surgeon, the patient was prescribed 875mg of augmentin due to an infection and erythema at the abutment site. The implanted device remains.

Manufacturer narrative:
(B)(6). The implanted device remains. This report is filed on january 24, 2014.

Manufacturer narrative:
(B)(4): implanted device remains.